Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 10f torqvue loader without any deformities. The results of this investigation are inconclusive because medical records and images -- which we requested -- were not provided. The cause of the dislodgement remains unknown.

Manufacturer narrative:
On (B)(6) 2011, we received images and medical records which were reviewed by agas medical consultant. His review resulted in the following findings: the patient had a large secundum asd that caused severe right ventricular enlargement. The procedure was performed under trans-thoracic echocardiogram (tte) guidance. The echo quality was good and the 28mm aso was implanted and appeared stable. Later that day, the device embolized. It was retrieved percutaneously and the patient was referred for surgery. One cd with intra-procedure echocardiogram and fluoroscopic images was provided for review. The echocardiogram revealed the following: the av valve rim was adequate albeit thin in consistency. The superior rim was adequate but thin and without much support to hold the device. The aortic rim was adequate. The posterior rim was thin and flail. The svc rim was adequate. The ivc rim was not observed. The total septal length was measured several times and the ultimate size of the device was based upon the diameter of the defect and the total septal length. The initial attempt to deploy the device was unsuccessful so the device was re-captured. The device was deployed successfully and the discs sandwiched the atrial septal rims adequately. The fluoroscopic images showed the device being snared and captured. There were also some images of atrial septum measurement. According to agas medical consultant the following conclusions were drawn: the device embolized because the patients thin posterior rim was unable to support the device. The ivc rim was never observed well and hence its absence or presence was not well-documented. Embolization of the device into the right atrium and finally to the pulmonary artery suggests an absent ivc rim and thin and flail posterior rim. In the presence of adequate rims, an undersized device usually embolizes into the left atrium.

Event description:
According to the initial information received, this 28mm amplatzer septal occluder (aso) dislodged. It was discovered shortly after the patient was discharged from the cath lab and was experiencing an arrhythmia. This prompted an echocardiogram which confirmed the dislodged device. The aso was retrieved and the septal defect was surgically repaired.